Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument's tip was not closing while the surgeon was attempting to apply the clips. The customer used a backup instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter (nurse) and obtained additional information: the instrument was inspected prior to use with no damaged noted. The reported issue occurred while clipping on the tissue during first application. The clip could not be closed completely. The or staff used a purple-colored large hem-o-lok clip. The surgeon used a backup clip applier instrument to continue the case.